Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, a drop in r-waves and high capture threshold were observed. Dislodgement was observed via chest x-ray. The lead was explanted and replaced. There were no complications or adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.